Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the 8mm medium-large clip applier was not triggering correctly. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the incident with the clip applier occurred while the surgeon attempted to clamp on a vessel or tissue bundle, and the clip opened after closure on the vessel/tissue. The specific issue the surgeon experienced was related to unsuccessful clip application (e.g., incomplete closure of clip), and the issue was related to clip opening after closure of the clip. The subject clip applier had been used during the case when the incident occurred 3 times. The issue resolved as another dv clip applicator was used. The patient was not injured.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.